Event description:
The report we received from our affiliate indicated that after deploying the stent in the left renal artery at ten atmospheres, when the physician pulled back the balloon, the stent moved back along with balloon. The stent was the deployed in the external iliac artry. There was no report of any adverse impact to the patient, and no additional intervention was performed. The renal lesion was described as calcified and 70-80% stenosed. The affiliate indicated that there was no deflation difficulty experienced after deployment of the balloon. The product has been returend for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.